Manufacturer narrative:
Evaluation summary: primary surgical notes stated the surgery was for degenerative arthritis in the left hip. The final tha reduction was noted to have excellent range of motion, excellent stability, and there was restoration of leg length. There was no impingement by palpation with full cycling. No complication had been noted. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing pain and walks with a limp.